Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance bone and or manipulation of the position of the device by gear shifting of the inserter. Therefore, the root cause of the reported clinical observations is unintended use error caused or contributed to event.

Event description:
It was reported that during the implant procedure a pop was heard. The device was removed and it was noticed to be damaged. Thick bone or obstructions were potentially causing resistance, but the physician is unsure of what may have caused the damage, however it did occur during the turning of the driver. A new device was implanted and the procedure was completed successfully.

Event description:
It was reported that during the implant procedure a pop was heard. The device was removed and it was noticed to be damaged. Thick bone or obstructions were potentially causing resistance, but the physician is unsure of what may have caused the damage, however it did occur during the turning of the driver. A new device was implanted and the procedure was completed successfully.